Manufacturer narrative:
H3, h6: the axiem unit was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the axiem unit analysis. The field generator was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. An electrical failure was found. Fdm 10, fdr 120, and fdc 4307 are applicable to the field generator analysis. The axiem cable was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the axiem cable analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No common device name and/or 510k provided as this device is not released for distribution in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a fess procedure, registration was completed without any issue. The product suddenly became unable to be used during the procedure, and communication error was displayed on electromagnetic localization system and emitter when checking the emitter detail. The product was rebooted and the cable etc. Was unplugged and plugged back, but the issue persisted. Use of the navigation system was discontinued and the procedure was completed. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: lot numbers were provided. Part number 9660651, lot number 0200057555; part number 9731203, lot number 0400009283; part number 9733597, lot number 190207. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: system, 9660651, axiem portable field generator 9731203 em mobile cable 9733597 external axiem pwr/data. Additional information was received. It was reported that the axiem portable, the em field generator and the axiem cable were replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue was with tracking with the axiem chain.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.